Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument (pn: 470405-06 // ln: (B)(4)) involved with this complaint and completed the device evaluation. Failure analysis (fa) concluded that the reported failure was not replicated: "force bipolar stuck on close position." The instrument was placed and driven on an in-house system and it passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly and did not get stuck upon testing. Root cause is no problem detected. Additional observation(s) not reported by site: the instrument was found to have insulation damage on the conductor wire. The damage was located at the conductor wire groove at the distal grip tips. No material was found missing. Electrical continuity test passed. The root cause of this issue was noted to be component failure. Site history review was conducted and found no additional issues related to this product. No image or video clip for the reported event was submitted for review. System error log review was conducted for a procedure on (B)(6) 2021 on system (B)(4). While a mid-procedure restart and e-stop event was recorded, there were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was also performed. Force bipolar pn: 470405-06 // ln: (B)(4) was last used during this procedure having 6 of 10 uses remaining and a site review shows no complaint filed against this instrument. Based on the information provided at this time, this complaint is being reported based on the fa findings of damaged conductor wire. A bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was initially reported that during a da vinci-assisted ventral hernia repair surgical procedure, the force bipolar instrument was stuck on "closed position." The procedure was completed with no reported injury. On 10-feb-2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: during a da vinci-assisted ventral hernia repair procedure, a force bipolar instrument jaws got stuck on abdominal tissue that the surgeon had described as insignificant tissue. The customer attempted to use the emergency stop (e-stop) button but the instrument was still stuck. The customer called an isi technical support engineer (tse). The tse walked the customer through how to use the instrument release kit (irk) to no avail, the instrument jaws were still stuck. It was reported that the surgeon then used, robotic scissors to successfully open the jaws of the force bipolar instrument and remove the instrument from tissue without incident. There was no unexpected tissue removal. The reporter stated that there was no adverse impact to the patient. The jaws of the instrument got stuck on abdominal tissue but after troubleshooting did not work, the surgeon used the robotic scissors to successfully open the jaws of the force bipolar instrument. The customer successfully removed the force bipolar instrument from patient tissue, from the patient in general, and away from the surgical site without incident. When asked if any tissue was within the jaws of the instrument as the jaws were opened, the reporter said no. There was no additional or unexpected bleeding. It was unknown if strong grip mode was being applied at the time the instrument jaws stuck. With the attempts at troubleshooting and because of the calls to the csr and technical support, then finally applying a backup instrument, there was a delay of approximately twenty minutes. The procedure completed with use of a backup instrument and no patient injury. The patient was reported as doing well.